Manufacturer narrative:
The explanted inlay was not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Increased visual symptoms and double vision are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. The inlay was explanted 8 months postoperatively due to intolerable light sensitivity, diplopia, and poor night vision. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The facility reports that the patient's visual disturbances resolved once the inlay was explanted.